Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of why the shooting system was unable to recognize the camera head and not display the image could not be determined. Therefore, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted by olympus; though, the investigation is ongoing. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was not displaying an image during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a second device with any delays or patient harm.